Manufacturer narrative:
Insulin pump passed the displacement test. Pump error 63 alarmed during self test and confirmed in pump history file due to a broken trace at keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had second occurrence of pump error hardware low level failures. Customer blood glucose level was unknown. Customer successfully cleared the alarm and able to rewind the insulin pump. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.